Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05172. On (B)(6) 2015, the patient underwent a trial procedure and received two leads. The following day the patient was admitted to the hospital due to fever, chills, and increased pain. As a result, the leads were removed on (B)(6) 2015 and the patient will undergo testing.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.